Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Further information was provided. The reason for the lens explant was due to the patient reporting symptoms of a constant visual film, blur over distance and near vision all the time as if he was looking through water all the time. Prescription spectacle correction did not resolve the symptoms. The replacement lens was a different model and lower diopter. The patient was doing well post-operatively. The following sections have been updated accordingly: sex/gender: male. Patient code: 2137. Device code: 3189. Device evaluation: the returned sample was received within the biohazard resealable bag contained with daisy wheel of its replacement lens. Visual inspection of the returned daisy wheel revealed that the lens was not present in the daisy wheel nor the biohazard plastic bag. The complaint issue reported could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Sex/gender: unknown/not provided. Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2018 - (B)(6) 2019. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a mechanical failure, therefore, the lens was explanted and removed in 1 piece. An incision enlargement was required. There was no other patient injury. No additional information was provided to johnson & johnson surgical vision.